Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023 during an annual tubing change a gastroenterology physician observed that the internal retention plate had completely adhered to the gastric wall. The tubing was completely and the physician stated that duodopa therapy will be suspended for 3 months before placing new tubing.